Event description:
It was reported that during pre-test, sterile water leaked from the foley catheter connection between the shaft and funnel.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. Six photos were received for evaluation. The first photo is a top view of the three way silicone catheter. The second photo is a zoomed in view of the catheter trifurcation site. The third photo is a zoomed in view of the tip of the catheter with deflated balloon. The fourth photo is of the inflation cap confirming the batch number ngjr2164. The fifth photo is of the tray labeling confirming the batch number myjw1906. The last photo is of a document in the countries native language. The reported event is unconfirmed therefore, a DHR review is not required. The reported event is unconfirmed therefore a labeling review is not required. Correction: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, sterile water leaked from the foley catheter connection between the shaft and funnel. Per investigator's notification received on 30jul2025, it was reported that asymmetrical balloon was found during sample evaluation.